Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing multiple no delivery alerts. The customer also reported irregular insulin delivery and frequent battery changes. No additional information is provided.